Event description:
It was reported that the patients battery was non-functional and no longer working. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.